Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Patient had a left hip revision due to post operative discomfort. Investigative revision performed to determine infection, no active infection during this process, determined reason for revision was metallosis.

Manufacturer narrative:
Correction: investigation conclusion reveals that this reported device is not a suspected cause or contributor to the patient's experience and considered concomitant.

Event description:
Patient had a left hip revision due to post operative discomfort. Investigative revision performed to determine infection, no active infection during this process, determined reason for revision was metallosis.